Event description:
New information on (B)(6) 2016 stated that during an unrelated procedure, the lead was suspected of being damaged. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. Visual examination found an insulation abrasion breaching the re and inner coil lumens exposing the inner coil at 5.2 cm to 5.6 cm from the distal tip. One re cable was abraded and separated at 4.4 cm from the distal tip. The damage found likely resulted in the reported threshold anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited a change in thresholds. The lead was replaced. No patient symptoms were reported. No further information was available at this time.